Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a death occurred while using a trilogy ev300. The customer states the equipment changed from operation mode to standby mode on its own while in use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.